Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction 7 code. The customer's blood glucose level was 90 mg/dl. Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur.